Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a lesion in the lad. The lesion could not be crossed with the device. Several attempts were made. Another stent was used.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent has displaced on the balloon by about 3 mm in distal direction. The stent is severely deformed (i.e., several struts are lifted and bent outwards) at both ends. The balloon is well folded and shows no signs of inflation, however, dried contrast medium was observed up to the proximal balloon shoulder, indicating the application of negative pressure prior to reaching the target lesion. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU states not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.